Manufacturer narrative:
Insulin pump had cracked reservoir tube lip, reservoir tube window corner, minor scratched display window. Insulin pump was received with no button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were cracks near the reservoir window. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.